Event description:
My mother had a lasik surgery. The doctor told her it was a successful procedure, but she has developed extreme dry eyes, lost vision and her life is in complete disaster. She has not been able to work since due to the condition in her eyes. The doctor says her eyes are ok, giving the impression she is exagerating the symptoms. She was not informed correctly prior to the operation, but now it's too late for her. She is a dentist and had to close her office. We hope this doesn't happen to more people.